Event description:
The customer obtained results 420mg/dl and 190mg/dl within 10 minutes on the accu-chek advantage system. The customer took insulin based on readings. No adverse event reported. New system sent to customer and return requested.